Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representation reported that the motion solid state relay and varisator were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to progress pass the "initializing please wait" prompt on the system. It was reported that the imaging system and viewing station of the imaging system were restarted disconnected from each other to restore functionality, however the motion controls did not complete initialization. It was reported that a second medtronic imaging system was brought into the operating room (or) to complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.